Event description:
As reported by hospital, during cardiac procedure, air was seen to have been injected down the aortic line. The pt's blood pressure reading dropped as did the heart rate. The techs were able to clear the line and the pt resumed normal vital statistics. Upon inspection of the disposable transducer/manifold, a damaged o-ring was noted within the rotating male adaptor. The use device is to be returned for eval.

Manufacturer narrative:
Although it has been indicated that the device used in the reported incident will be returned, to date it has not been rec'd by the MFR for eval. Upon receipt of the sample and completion of the investigation, a follow-up medwatch will be submitted. The report event is not occurring more frequently or with greater severity than is usual for the device.